Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The correct device serial number was provided along with pump logs. Device was returned and received for analysis.

Event description:
It was reported a programming error occurred, "no connection via n-vision possible". The pump was explanted and replaced. It was unknown to the reporter the type of medication being administered via the device system. It was reported there were no patient symptoms/injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion - no longer applicable. Device received but analysis has not been completed as of the time of this report. A supplemental report will be filed when analyis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.